Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: orvil was stuck around hypopharynx when it was inserted, and the anvil head was detached while the surgeon tugged the bulb tip from the abdominal cavity. The surgeon attempted to catch the anvil with forceps, but it did not reach. Therefore, endoscope was inserted through the mouth and the anvil was removed by grasping the anvil suture with endoscopic forceps. After that, the procedure was converted into open, and anastomosis was performed with (B)(4) and the anvil supplied with the stapler. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes. No reinforcement material used.